Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicates that the lead was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an unrelated generator change-out procedure due to the advisory, loss of capture and low, out of range pacing lead impedance were observed. X-ray revealed lead dislodgement. Lead replacement was suggested.